Event description:
The customer stated a patient sample tested on the cell-dyn sapphire generated a platelet impedance count of 150 k/ul and a platelet optical count of approximately 10 k/ul. The sample was retested without issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) inferior movement of the 90-degree shutter. The customer reported that the cell-dyn sapphire instrument generated results where the platelet optical count (poc) was lower than the platelet impedance count (pic). The customer reported that the patient samples were run with the auto loader in the morning and the poc results were significantly lower than the pic results. When the histograms were examined, the customer was able to see the plt dots groupings, but the group had shifted to the top of the histogram; therefore, was not counted as a plt. When the samples with extremely lower poc results were re-tested, the issue was resolved. The customer reported that the poc/pic issue only occurred with the first test of the morning and that there were no problems with the controls. The customer requested a visit from a field service engineer (fse) for issue resolution. Prior to arriving at the customer site, a review of the service history within the last thirty days on the cell-dyn sapphire instrument was performed. Data issues had occurred repeatedly and an fse had managed all of the cases. Once at the customer site, the fse noted an inferior movement of the 90-degree shutter. The fse cleaned the connection of the shutter and cylinder and adjusted the laser gain. The fsr checked the movement by running whole blood and confirmed that the issue had been resolved by running a patient specimen. The instrument was performing within specifications. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, section 10, troubleshooting and diagnostics, page 10-1, provides basic troubleshooting techniques and tools. If assistance is needed for any technical or operational problems, the customer is instructed to contact the local country service and support center. A review of complaints for the period (B)(6) 2008 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn sapphire, l/n 08h00-01, for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn sapphire for the reported issue. No systemic issue was identified for the cell-dyn sapphire product line. This is the final report.